Event description:
It was reported that the patient was experiencing increased pain. The patient felt that the catheter tip had become dislodged. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.